Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Four devices were received for evaluation; 4 events were confirmed during testing. Three devices were found to be affected by damaged internal components. One device was found to be affected by corrosion. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes <noe> 4 </noe> malfunction events in which the device exhibited bur wobble. Three events had no patient involvement; no patient impact. One event had patient involvement; no impact.